Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening on anterior and crease flat. Leak test and microscopic analysis was performed which identified: a sharp opening on valve bond edge and crack valve. Based on the device analysis the final assessment is: a sharp opening on valve bond edge assessed as an unidentified (tear) opening. A cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.